Event description:
Complainant alleged that the paramedics were attempting to defibrillate a patient who was presenting a ventricular tachycardia heart rhythm. The medics charged the device to 200 joules, and then attempted to discharge the energy via the device paddles, but the unit would not discharge.the medics then attempted to shock the patient using multi-function electrodes with the device, but again, the device failed to discharge. The clinicians then obtained another device and shocked the patient.